Manufacturer narrative:
The pump was received with broken off missing end cap, missing motor, cracked case at display window corners, broken reservoir tube lip, broken belt clip slot, minor scratched and cracked display window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged at the bottom due to it having been dropped. The customer's blood glucose level was 120mg/dl. The customer was advised the pump would be replaced and returned for analysis.